Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred between the end of (B)(6) (unknown year). The patient reported readings of ¿almost 300mg/dl¿ were obtained. The patient reported using a combination of oral medications, diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time she had ¿blurred vision.¿ the patient denied having any treatment in response to her symptoms. During the time of troubleshooting the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of an acute complication of diabetes after the issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.